Event description:
It was reported the patient presented with a high ventricular rate and a pacemaker that exhibited undersensing and pseudopseudofusion. No changes or intervention was reported. The patient was in stable condition.